Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the thoraco/lobectomy procedure, at the first firing of lobectomy, the surgeon tried to fire the device; however it pre-fired and could not fire the device. The surgeon did not recognize the device was locked; however he/she tried to fire. Then the pleura was slightly damaged, however no additional treatment was needed. Replaced by a new handle and a new cartridge, the firing was completed with no problem. The patient had no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.